Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 mg/dl. A bolus was delivered to address bg. A system check was performed and the pump time was incorrect by 4 hours; cause was unknown. The corrected the time to address the issue and customer continued to use the pump fro insulin therapy.